Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023). H11: h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately one year and fifteen days post index procedure using a drug coated balloon catheter, the subject had an adverse event of occlusion of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. It was further reported that four months and twenty seven days post index procedure, the subject had an adverse event of recurrent occlusion of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. It was further reported that six months and twenty one days post index procedure, the subject had an adverse event of recurrent stenosis of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. Reportedly the adverse event were not related to the device, procedure but definitely related to av access circuit. All the re-intervention was successful, no new access created and the outcome was resolved. The current status of the patient was not provided.

Event description:
It was reported through the results of the clinical trial that approximately one year and fifteen days post index procedure using a drug coated balloon catheter, the subject had an adverse event of occlusion of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. It was further reported that four months and twenty seven days post index procedure, the subject had an adverse event of recurrent occlusion of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. It was further reported that six months and twenty one days post index procedure, the subject had an adverse event of recurrent stenosis of brachiocephalic vein and was treated with an standard percutaneous transluminal angioplasty. Reportedly the adverse event were not related to the device, procedure but definitely related to av access circuit. All the re-intervention was successful, no new access created and the outcome was resolved. The current status of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.